Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated the surgical intervention was undertaken wherein the lead was explanted and two new percutaneous leads were implanted. This addressed the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient is experiencing thoracic pain. Physician thinks that size of the lead may be causing irritation to the nerve root. In turn, surgical intervention may be pending to replace the lead.